Manufacturer narrative:
Reporting address state: 09. Reporter phone #: (B)(6).

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the loudspeaker was defective. It was unknown at the time of the report, if the speaker was still able to produce sound. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
The diagnostic/functional testing was performed at the philips authorized repair facility. The reported problem was confirmed. Functional testing indicates that there was a speaker error which was localized to a loose speaker cable. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.